Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a chronic driveline infection that is being treated with doxcycline 100mg twice a day. No additional information was provided.

Event description:
On (B)(6) 2018, the customer reported that the patient¿s spouse contacted the vad team on (B)(6) 2017 to report the patient¿s driveline had been twisted. Around that same time, the patient had complaints of pain at driveline exit site that became worse with movement. On approximately (B)(6) 2017, the patient noticed blood and puss draining from the driveline exit site. A wound culture tested positive for staphylococcus aureus on (B)(6) 2017. The patient was started on oral doxycycline hyclate 100mg on (B)(6) 2017 and still taking per infectious disease team.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions of use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.